Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 1s2 station application failed to launch and the system became stuck on a blue screen displayed the carefusion logo. The customer attempted to reboot the device; however, the issue was not resolved.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station will not boot up to medication application. A field service engineer (fse) remoted in, checked component manager which on an older version, uploaded v 5.30, uninstalled older component manager and reinstalled new one, checked settings in remote support service, repaired, verified maintenance, mode initialized, ran station configuration and set boot to medication application and rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.